Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed with naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a minicap extended life pd transfer set and the patient's titanium adapter. This issue was found when the nurse was changing the patient¿s transfer set for peritoneal dialysis (pd) therapy and noticed that the transfer set could not connect tightly to the titanium adapter. The transfer set was replaced and the issue was resolved. There was no allegation against the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.